Event description:
Reporter noted error message of low power output during surgery, switched out unit to complete the case. Second unit gave same error message and changed unit again to complete case. No pt injury occurred.